Event description:
The health care professional in response to follow-up questions reported that the patient had the knee revised to address recurrent effusion and sepsis. The infection has been identified in multiple patient joints (both wrists and both knee joints. Prior to the revision surgery, streptococcus was cultured, and the right knee washed out arthroscopically three times. The health care professional indicated that there was no device issue identified, but the insert was revised for safety purposes because of the infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection (e19).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to due to wear of the tibial insert. Doi: 2002, dor: (B)(6) 2021, unk side.